Event description:
Lasik has ruined my life. I got worse vision after operation. I got flap wrinkles can't see well. Sensitivity to light. Very poor night vision, can't read or study anymore, can't go outside fearing of light. My life stopped. Stop lasik in (B)(6), please no one here say the complication doctors take it as a business. So many appointments in streets say, go lasik and get off your glasses by a safety procedures. No safety here. No awareness about complications. No doctor tell you about the complications even when you get it the say that is not real you have delusions. Stop lasik in (B)(6) please almost all ophthalmologists here are specialised in refractive surgery. Every day many victims. I can't bear my eyes severe pain and dryness. I spent too much money in medication and not get better. Please stop lasik in (B)(6). My life got lost. FDA safety report ID# (B)(4).